Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when a patient presented for a generator change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient condition is fine.